Manufacturer narrative:
Inspection of the cannula assembly found a leak in the external portion of the soft cannula. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would prevent the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl, while wearing the pod on the leg between 36 and 48 hours. Insulin was noticed to be leaking out. A manual insulin injection was administered to treat the hyperglycemia.